Event description:
It was reported that there was intermittent loss of capture due to 'possible problem with the insulation or connection with tissue'. The lead was capped, and no patient complications have been reported as a result of this event.